Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. Visual analysis revealed that the guide wire was unraveled from what appears to be the distal end; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing guidewire, dilator, or access device. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. Visual analysis of the photo revealed that the guide wire was unraveled from what appears to be the distal end. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when using the catheter guide, when advancing through the needle, the equipment stays "stuck", not advancing in any direction and cannot be removed from the needle, becoming trapped in the middle of the needle (it cannot exit from it). When removing in block, the guide can finally be removed from the needle and is found "unhooked". The guidewire was replaced and successfully used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "progressing well clinically".

Manufacturer narrative:
Qn #(B)(4).

Event description:
It was reported "when using the catheter guide, when advancing through the needle, the equipment stays "stuck", not advancing in any direction and cannot be removed from the needle, becoming trapped in the middle of the needle (it cannot exit from it). When removing in block, the guide can finally be removed from the needle and is found "unhooked". The guidewire was replaced and successfully used. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "progressing well clinically".